Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. The fse had to replace several blue fiber pigtails throughout both the tower and robot. After replacing and programming, the issue worsened with the robot not connecting to the system. After several attempts of cleaning and reprogramming the issue remained. The fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Section a additional information - body mass index (bmi): 31.48 kg/m2.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the system experienced an error. Technical support engineer (tse) reviewed logs and found errors pointing to blue fiber cable communication issues during surgery. The tse instructed the operating room (or) staff to cycle the system power, breakers down on the surgeon side console and tower. The tse instructed the or staff to disconnect/reconnect blue fiber cable connections. The system powered and homed successfully. However, the fault returned. The procedure was converted to a laparoscopic approach due to the system down. Due to the rigidity of laparoscopic instruments compared to robotic instruments, the procedure was then converted to an open laparotomy, and the procedure was completed. The patient tolerated the conversion.

Manufacturer narrative:
Device evaluation: intuitive surgical inc. (Isi) received the endoscope system controller associated with this complaint. Failure analysis (fa) confirmed but could not replicate the reported event. Error logs confirmed an error in the field. Visual inspection of the unit was performed, and no issues were found to be related to the event. The unit was installed onto a known good in-house system, and the system did not trigger any error during startup. Fa power cycled the system multiple times, and no issues were observed. Fa left the system idle for some time and the system was in good condition. Fa performed an instrument driving test, and the system functioned as designed. The unit was able to engage with the endoscope.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: the vision side cart (vsc) was returned for failure analysis, and the reported errors were confirmed and replicated. The errors were found, indicating fiber communication had fallen below the warning limit, confirming the fault had occurred in the field. During visual inspection, no issues were identified related to the complaint. The vsc was paired with a golden patient side cart and surgeon side console, where the errors where triggered in normal mode on the vsc, replicating the fault. This vision side cart advanced processor was returned for failure analysis, and the reported error was confirmed but not replicated. The error was found indicating a fiber receive power had fallen below the low warning limit, confirming that this fault did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. This unit was installed and tested on an in-house golden system with no issue and no errors triggered at startup. The system started as expected. All fiber light levels passed beyond normal range. This unit was left idling overnight in normal mode, and there was no issue with the fiber light level.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. Device evaluation: intuitive surgical inc. (Isi) received the common compute controller (ccc) from the patient side cart (psc) associated with this complaint. Failure analysis confirmed the reported errors. Upon visual inspection, no issues were found that would be related to the reported event. This psc ccc was installed, programmed and tested on an in-house test system with these errors triggered at startup during power cycle process, replicating the reported event. To troubleshoot and verify the root cause of this reported failure, the system was power cycled with no errors/failures triggered. The system started at normal. The unit was on idle for 2+ hours with no errors and no failure. The ccc from the vision side cart (vsc) was also received for failure analysis evaluation. The unit was visually inspected, where no issues were found. The fiber connections were inspected and no issues were found. The system was power cycled ten times, and an idle test overnight was performed with no issues. As a result of these findings, no root cause could be determined. Additionally, the vsc's video imaging processing (vip) was returned for failure analysis, and the reported error was confirmed but not replicated. Upon visual inspection, no issues were found that would be related to the reported event. The vsc vip was installed, programmed and tested on an in-house test system, with no issues or errors triggered on startup. The unit was powered cycled with no failures and no errors triggered. This unit was idling for 1 hour in normal mode, with no issue and no errors triggered. The fiber connection port were inspected where no issues were found.